Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 566 mg/dl. The customer was sick and stated there was no insulin on board. During troubleshooting with tandem technical support, the customer acknowledged that a bolus had not been delivered. The customer successfully delivered a bolus. Insulin injections were administered to address elevated bg. The customer declined further troubleshooting.